Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Part sd312.003, lot 6950468: manufacturing date: october 05, 2012. Location: (B)(4). Review of the top level device history record (DHR) shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. Review of the material DHR shows that there were no issues during the manufacturing of the product that would contribute to this complaint condition. In summary, the review of the dhrs, inspection records and certifications, confirm that the material, components and /or final product, as applicable, met inspection records, certification test values, and acceptance criteria. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during surgery on (B)(6) 2016 that a 2.5/3.5mm specialty device double-sided drill sleeve broke. The sleeve broke on the 2.5mm side. The broken drill sleeve was easily removed without additional intervention. The surgery was successfully completed. There was no surgical intervention required and no surgical time delay reported. There was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation summary was performed. The investigation of the complaint articles indicates that: the complaint condition for the (B)(4) lot number 6950468 3.5mm/2.5mm double drill sleeve was likely caused by over three years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design related deficiency. The device was returned and reported to have broken during surgery. This condition is confirmed; the 2.5mm sleeve has sheared off at the weld connecting it to the handle of the device. It is likely that over three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 10/2012 and is over three years old. The balance of the returned device is fairly worn condition with several markings along the length of the handle and both drill sleeves. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.